Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge and are not performing the air removal step properly. Customers blood glucose level was 70-180 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
D9, h3 h10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H6: remove- 4114, 3221; h6: add-4118, 3233, 11